Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was used to deliver prialt.

Event description:
The patient reported that since they had the pump implanted they stopped getting their menstrual periods. The patient fell in their house about 3 days prior to the report and their period started a couple of days later. The patient had discussed this with their managing healthcare provider (hcp) and the hcp didn¿t think it had anything to do with the pump. The patient was concerned that their catheter had become dislodged after their fall. The hcp had ordered an x-ray to be taken regarding concerns about the catheter after the fall. The patient stated they were in ¿really excruciating abnormal pain¿ which the prialt was supposed to help. The patient had pain for the last 10 years but it had gotten worse since the fall 3 days ago and wasn¿t sure if it was her rsd acting up or what was causing the pain. Interventions and patient outcome were not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.